Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date the patient was admitted to the hospital for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with meropenem (1gm, intraperitoneally, once daily) for peritonitis. The patient¿s outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information is available.